Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. After advancing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.0 x 08 nc quantum apex balloon catheter, a 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking. It was noted that the shaft was broken. The procedure was completed with a non-bsc stent and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy 24/2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed stretching. A visual and tactile examination of the hypotube shaft found mid shaft hypotube break located 120cm from distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The patient presented for percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. After advancing a 6 fr non-boston scientific (bsc) guide catheter, a non-bsc guidewire was used to cross the lesion. Following pre-dilatation with a 2.0 x 08 nc quantum apex balloon catheter, a 2.75 x 24 synergy drug-eluting stent was selected for use. However, during unpacking. It was noted that the shaft was broken. The procedure was completed with a non-bsc stent and the patient was stable post-procedure.